Manufacturer narrative:
Correction to h8 field - updated to initial use of device. Annex g has been updated to g04002 - actuator. The probable root cause of the customer-reported issue could not be definitively determined; however, it is likely related to grip miscalibration of the mtms.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, a nurse called an intuitive surgical (is) technical support engineer (tse) to report that the maryland bipolar forceps instrument was moving when activated. Despite a different team working on the robot with a maryland bipolar forceps instrument instead of the vessel sealer on universal surgical manipulator (usm) arm 2, the problem persisted. The tse was informed that the issue continued to exist mid-procedure, and the team attempted troubleshooting with no resolution. No error log entries provided any hint of the issue. An intuitive surgical (is) clinical sales representative (csr) scheduled an onsite visit for further investigation. The system was used as planned despite the ongoing issue. The issue did not cause any delay. The procedure was completed with no reported patient harm, adverse outcome or injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Upon arrival, the fse was able to reproduce the reported symptom, which was not related to universal surgical manipulators (usm) nor master tool manipulators (mtm). The fse was using the vessel sealer (vs) instrument with the system and explained a small amount of movement is expected when the vs was activated, as this ensures adequate compression during the seal cycle. To further minimize this movement, it is recommended to use a reducer in the cannula with the vs. The surgeon confirmed that the vs was used with a reducer but was still dissatisfied with the significant movement of the vs during sealing. After performing a grip calibration on the four mtms, the movement during sealing was reduced and confirmed proper functionality. The system wand verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause of the maryland bipolar forceps movement during activation was grip miscalibration of the mtms. As of the date of this report, the maryland bipolar forceps has not yet been received by isi for evaluation.